Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) device had premature battery depletion. Hence, a surgical intervention was done to explant this device. This device was replaced and it is no longer in service. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. It was incorrectly noted in a previous report that this device was included in the august 29, 2013 advisory population. This particular device was not included in the august 29, 2013 advisory population, but was added to the expanded population on september 17, 2014.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed two low voltage alerts had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is part of the identified population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis showed that the allegation of premature battery depletion of this cardiac resynchronization therapy defibrillator (crt-d) device was confirmed. This crt-d device did have 2 low voltage fault while implanted which would have caused the device generate a fault/error code due to premature battery depletion. During inspection, it was found out that battery bypass caps were leaky. This device matches that of trended units that have leaky vbat cap(s).

Event description:
Additional information was received that the patient reported to the physician's office that her device was beeping. Upon interrogation a code displayed which indicated the battery was too low for projected remaining capacity. Subsequently the device was then explanted for the previous reported observation of premature battery depletion.